Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) regarding a patient who was implanted with a neurostimulator for post lumbar laminectomy syndrome and spinal pain. It was reported that the patient was having an MRI for back pain. It was reported that this was related to the device/therapy. It was unknown when this issue started. The MRI could not be done because the patient did not have their patient programmer with them. No further complications were reported. Additional information received from the healthcare provider (hcp) indicated that they are the patient's managing physician but patient has been transferred over to him from another physician. They could not determine if the patient was MRI safe or not, as they did not have the device card ID with them. It was noted that the patient originally came to them with pain which was not related to their device or therapy. No imaging was done at all and the hcp has not heard anything back from the patient since. The patient did mention to the hcp that the stimulator was not working and the hcp offered to have the rep come look at the device but patient never called them back. The healthcare provider had no further information. No further complications were reported or anticipated.